Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the synchroseal instrument was not recognized when connected to the e-100 generator. The site continued the procedure with the integrated electrosurgical unit (iesu) only. The technical support engineer (tse) reviewed the logs and did not find any related errors. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during surgery. The patient was under anesthesia and ports were placed. It was unknown if system functionality was checked upon powering on the system, but it was confirmed the system initiated without errors. The clinical sales representative (csr) advised the site to continue the procedure with the iesu from another da vinci system. The procedure was completed with no patient harm, adverse outcome, or injury. It is unknown if a delay occurred due to the problem.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The ¿node confignest pic present¿ was not checked. The fse checked the option and programmed the system to resolve the issue. The system was tested and verified as ready for use. A log review was performed. Per the review, it was confirmed that the procedure was performed on (B)(6) 2022 on system sk1183. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the e-100 generator was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with the integrated electrosurgical unit. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.